Manufacturer narrative:
The pump passed the self test and displacement test. The pump was received with all buttons responding properly. No unresponsive keypad or button error alarms were noted during testing. The pump was received with a cracked case on the back at the battery tube area and battery tube threads. The pump was received with a missing display window cover, a damaged serial number label and a peeling keypad overlay.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had too cracks and the buttons are coming off. Customer's blood glucose level was unknown. Customer states that buttons are is just peeling off. The insulin pump will be returned for analysis.